Manufacturer narrative:
Correction made to g3: replace 6/23/2021 with 6/22/2021. Additional information was added to b5, d1: brand name, d4 catalogue # d4 lot#, UDI#, d9, g4 PMA/510k # , h3, h4, h6, h10. B5: during follow up it was clarified that the affected product is large volume multirate infusor. H10: the device was received containing 287 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor did not deliver 5-fluorouracil to a patient. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.